Event description:
Overheating of the power entry module fuse holder contacts was encountered during product analysis lab (pal) evaluation of the device. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. An external/internal inspection was performed and passed. The assignable cause for the overheating on the fuse holder contacts was determined to be fretting of the power entry module fuse contacts. The device was sent to service with instructions to scrap the power entry module.